Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer and to update the following sections: d8, g3, g6, h2, h4, h6 and h10. The OEM performed the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A review of the repair records indicated the referenced device had no similar repair events. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the OEM for evaluation, therefore the exact cause of the reported malfunction could not be conclusively determined. However, based on the physical evaluation of the device, the potential cause of the adhesive peels off or was cracked due to external force applied to the distal end is attributed to handling as stated on the IFU (instruction for use) and as a preventive measure, the IFU states, do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. The OEM will continue to monitor complaints for this device.

Manufacturer narrative:
The occupation and health professional status of the reporter are unknown at this time. The scope was returned to the service center for evaluation. The elevator channel water flow inlet was found loose and leaking. The scope cover insulation glue was found cracked and scratched. The bending section cover and insertion tube glue was found cracked. Chemical damage and discoloration were noted on the insertion tube. A leak was noted switches #1, 2, 3 and 4. The scope¿s angulation was found to be low. Play was noted with the scope¿s control knob (ud/rl). Small chips with worn glue were noted on the objective and light guide lens. The scope ID showed 610 total uses. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported during reprocessing a leak was noted at scope¿s elevator channel plug and from a hole in button 1. There was no patient involvement reported. The device was returned to olympus and evaluation found the adhesive peeling on the forceps cover. This report is being submitted to capture the reportable malfunction of peeling adhesive from the forceps cover.